Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the intensive care unit due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. It was stated that the customer has been under stress. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Initially, the nurse called to be sure that the insulin pump was functioning properly. No further information was provided.